Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED's asi is flashing red, and it would not power on during a rescue attempt.

Manufacturer narrative:
Analysis of the AED electronic log files indicates the device was manufactured on 02/14/2020 and placed into service on (B)(6) 2020 with battery pack serial number (B)(6). On (B)(6) 2021, the AED was placed into service without the defibrillation pads connected. Ddu-series aeds are designed to be stored with the pads connector pre-installed to facilitate rapid deployment and operation during an emergency. During automated self-testing, the AED detected that the pads were not connected and generated user alerts by flashing the red active status indicator (asi) and emitting audible chirps. The electronic logs show the AED continued to chirp and flash, with no evidence of human interaction to address this condition, until the battery pack became fully depleted on (B)(6) 2022. There is no evidence in the electronic logs of any corrective action or user interaction until (B)(6) 2025, when a series of replacement battery packs were inserted into the AED. The rescue event occurred on 02/21/2025. A secondary AED was used during the response.